Event description:
No additional information.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 22gx1.00in straight bc safety shield activation failed it was reported by customer that when trying to retract the needle into it's safety mode, it did not go into safety mode but instead just exposed the long needle without the safety. Verbatim: bd cathena 22g. Specifically, lot #4124014, exp. 04/30/27. When trying to retract the needle into it's safety mode, it did not go into safety mode but instead just exposed the long needle without the safety.